Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that the patient experience bent cannula event on (B)(6) 2026. This led to high blood glucose level 450 mg/dl and had shaking, feeling cold, tired/sleepy and managed by changing the infusion set.